Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed sores caused by the lifevest. The patient described the irritation as "lumps". There was no alleged device malfunction. The patient's physician provided an unknown cream and directed the patient not to wear the device during the day. The patient's medical outcome is unknown. Due to the low severity of the irritation, there is no indication of a serious injury.